Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was torn across the cover below the ok button and peeling along the left edge with the button contacts exposed. On testing, all the keypad buttons were responsive and functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the display screen was noted to be dim, faded and discolored. Also unrelated to the complaint, the battery compartment was noted to be cracked at the opening of the battery chamber. There was no evidence of moisture damage in the battery compartment. The battery cap returned with the pump was able to be attached to the pump properly with no loss of power during the investigation.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination of the button contacts and a dim, faded, discolored display screen.